Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programming head would not interrogate and it failed uplink testing. The device passed all tests with a known good digital board. It was also noted that the brown wire of the cable connector was broken. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.